Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08700, related manufacturer reference number: 2017865-2020-08701 it was reported that the patient's pacemaker system was explanted due to an infection. No further information was reported.

Event description:
New information received noted the presence of pocket erosion.